Manufacturer narrative:
Review of the complaint information finds no report of pushwire break as was processed upon initial intake of this event. Therefore, MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received confirming there was no issue with the phenom27 catheter used in the event. It was additionally noted that the distributor lost the pipeline pushwire after the procedure so no device can be returned. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported premature deployment occurred when delivering the pipeline into a microcatheter. The pushwire was not rotated or pulled back at anytime during the procedure.

Event description:
It was reported that during the delivery of the pipeline embolization device through a catheter for a procedure involving the right internal carotid artery, pre-detachment of the device occurred. As a result, the treatment could not proceed. The aneurysm was unruptured with a saccular morphology, a maximum diameter of 4 millimeters, and a neck diameter of 2.4 millimeters. The landing zone measured 2.8 millimeters distally and 4 millimeters proximally, with moderate vessel tortuosity. The entire system was removed, and a different product was used for the procedure. The pipeline braid was lost by the customer, but the push wire was recovered. No patient symptoms or complications were associated with this event. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event. Ancillary devices: microcatheter phenom 27

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.